Event description:
The pt presented with sfa occlusive disease. Upon deployment of a gore viabahn endoprosthesis, approx half of the device deployed when the deployment line released from the device. The remainder of the device remained constrained on the catheter. The physician was able to remove the device, sheath and wire together. Add'l devices were successfully deployed.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs.